Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced bleeding from the insertion site after sensor insertion. She reported this occurred with five sensors sequentially. After the fifth sensor, she was unable to stop the bleeding. Emergency medical services (ems) was called, the patient was transported and treated in the emergency department (ed). The ed physician applied direct pressure to the site for 30-minutes and the bleeding stopped. There was no additional treatment provided in the ed. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.